Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the handpiece had no power. It is unknown if this occurred before or during surgery. Additional information has been requested.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the phaco handpiece was returned for investigation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The phaco handpiece was manufactured on october 15, 2015. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece (hp) was received for evaluation. A visual assessment of the returned sample displayed herniation on the hp cable jacketing. The cable jacketing was unable to be penetrated with a fingernail. The hp was successfully primed and tuned on a calibrated system and analysis of data shows a total of 131 tunings with intermittent failures. Due to the sparsity of these failures and the fact that the hp was able to be tuned again afterwards, they do not represent a functional issue with the hp. The hp was then run at 100% u/s and torsional power without any errors. The hp met temperature specifications. In addition, it was found to meet u/s stroke and torsional stroke measurements the hp met functional specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).